Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The pump was planning on being returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 77-year-old female with an indication for high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage d underwent placement of an impella 5.5 device via right axillary/subclavian surgical arterial access on (B)(6) 2026 at 22:44. Following transfer to the ICU, the patient developed access site bleeding around the sheath, with an estimated blood loss of approximately 300 ml, managed with manual pressure. The patient was on anticoagulant therapy with a heparin drip (700 concentration) and monitored using ptt, with reported values >200 at the time of bleeding. The patient experienced a drop in hemoglobin to 6.9 g/dl and received blood product transfusions, including 1 unit initially, 2 units on (B)(6) 2026 for low hemoglobin, and an additional unit on (B)(6) 2026 for recurrent access site bleeding. Hemostasis was not supported by 4x4 gauze or forward suturing, and it was noted that the repo sheath was not properly placed with angle matching. Additional contributing factors included high anticoagulation for the procedure and ongoing heparin infusion. During hospitalization, the patient also developed non-sustained ventricular tachycardia; transthoracic echocardiogram confirmed the impella device remained in good position. Electrophysiology consultation was obtained, antiarrhythmic therapy was initiated, and the care team assessed that the arrhythmia was not related to the device. The impella remains in place and functioning, and the patient remains on support with outcome pending. Based on the available information, the patient¿s access site bleeding is likely multifactorial, with significant contribution from anticoagulation therapy and procedural factors. The reported ventricular arrhythmias were assessed by the clinical team as unrelated to device performance.

Event description:
The patient survived explant.

Manufacturer narrative:
B5: added additional information regarding patient outcome. D6b: added explant date.